Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during deployment, an anterior needle-to-cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.